Event description:
It was reported that the patient had expired on (B)(6) 2017. Both the device and lead were explanted and are being returned for analysis. There was no allegation made against the devices. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 12.6 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.